Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient had a hole in the infudion set tuing on (B)(6) 2025 leading to leakage. The leakage was along the tubing in the middle. No further information available.